Manufacturer narrative:
Additional common name and product code: exd irrigator, ostomy. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a chait percutaneous cecostomy catheter was placed in a 6 year old male (B)(6) 2018. At the request of the patient's mother, the device was removed for a foul smell and irritation of a surgical incision. No additional information or adverse effects were reported for this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. No evidence was provided that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.